Event description:
It is reported that the patient was revised for a broken liner.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: no x-rays, operative reports, photographs or patient data were provided to facilitate the investigation. The reported successful service life of approx 3.5 years indicates a failure of the system in-vivo and not a substantial issue at the time of implantation. However, circumstances defined during implantation such as cup placement, liner installation issues, re-established patient leg offset and length and muscle laxity could all have contributed to unfavorable loading and kinematic circumstances leading to an eventual failure. It is also possible that patient activity led to a failure of the implants due to overload conditions. However, based on the lack of evidence, it is not possible to define a specific failure mode associated with this event at this time. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.